Manufacturer narrative:
The lot was manufactured february 1, 2018 - february 3, 2018. The device was returned for evaluation containing approximately 175 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The fill port was not blocked. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a large volume infusor was blocked. The blockage was discovered prior to patient use. There was no patient involvement. No additional information is available.